Event description:
Healthcare professional reported a right side rupture found via ultrasound. Device explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6, h.11.

Manufacturer narrative:
Clarification to d6a implant date: 2019 (year only received.) Laboratory analysis summary the device related to the reported event of rupture was received on january 21, 2025 with lot number 1729885. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening a missing piece of shell assessed as inconclusive. Use error: observed per reported implanted date and device expiration date. Apr-28-2014 as per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional additionally reported the breast implant was expired at the time it was implanted. This relates to the right side.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Fax:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported a right side rupture found via ultrasound. Device explanted and replaced.